Manufacturer narrative:
Approximated based on the date of explant.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1160 (sn:(B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.